Event description:
Same case as: 2184052-2014-00090. It was reported that the closure tops were found to be loose post-operatively. Three days post-operatively the patient presented with strong pain. On the sixth day post-operatively the patient underwent revision surgery. The surgeon implanted a second tm-ardis cage at the same level. The rod on the right side was removed and it was then found the set screws were loose and removed with almost no force. The two set- screws as well as the two pedicle screws were re-implanted in the patient and a longer rod was used to complete.